Manufacturer narrative:
Tablo instructions for use (IFU) warning and caution: the low venous pressure alarm may not occur with every disconnection or needle dislodgement. Check all blood lines for leaks after the treatment has started. Keep access sites uncovered and monitored. Improper blood line connections or needle dislodgements can result in excessive blood loss, serious injury, and death. System alarms may not occur in every blood loss situation. Outset medical, inc. Technical service engineer (tse) reviewed the system log for the procedure performed on (B)(6) 2026 and confirmed that the console functioned as intended. No issues or abnormalities were identified in the system performance. A review of production records for this serial number did not note any related manufacturing nonconformances that would contribute to this event.

Event description:
It was reported that on (B)(6) 2026, a patient was receiving routine intermittent hemodialysis in the intensive care unit via arteriovenous fistula (avf). Approximately one hour and thirty minutes into treatment, blood was observed pooled on the pad beneath the access site. Upon assessment, the venous needle was found to be partially dislodged; patient loss 1000ml of blood. However, per nurse and attending physician, the site of cannulation did not appear to be the source of the blood loss. Treatment was discontinued, and the access was managed at the bedside. Patient given blood transfusion and intubated. It was noted that the patient was hypotensive, intubated, given blood transfusion after treatment.